Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11.

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the intra-aortic balloon pump (iabp) generated an autofill failure alarm. The iabp was switched out with a cs300 iabp to continue therapy. The iab was then noted to be damaged, causing blood to enter the iabp. There was no patient harm or adverse event reported. Related balloon complaint tw (B)(4) mfg report number 2248146-2023-00701.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the balloon was damaged, causing blood to enter the machine. The device was temporarily suspended. The guest home weaning machine has been used as a backup machine. There was no patient harm reported. Related balloon complaint (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) found that the balloon was damaged, causing blood to enter the machine. The safety plate and condenser needed to be replaced. The blood photoelectric test was carried out. The department reported it to the equipment department and is waiting to discuss repairs. The device is temporarily suspended. We have learned the latest situation after communicating with the customer, and currently the customer is not considering repairs.

Event description:
N/a.